Event description:
Procedure: open gastric bypass. Reportedly, one of the cartridges stuck on tissue and the remaining cartridges stayed closed during testing (prior to application). The stuck cartridge had to be pulled off tissue due to surgeon not being able to pry off, the surgeon tore the tissue and repaired with another stapler. This was an open procedure, however the doctor was using the endo gia instruments to become more familiar. This was the doctors ninth gastric bypass surgery.